Manufacturer narrative:
The case description states that the user received 9 units of insulin that no one administered. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log files confirm the delivery of the 9 unit bolus on (B)(6) 2024 and show that the confirm bolus button was pressed in order to deliver the bolus. The engineering log files show that the controller was interacted with in order to enter the bolus calculator screen, enter carbs 1 value at a time to enter 0.5g of carbs, and there was a user bolus adjustment volume of 9units. A user adjusted bolus is created when the user taps the total bolus box to change the bolus amount. The controller then went through the two-step confirmation in order to confirm and start the bolus. This bolus was shown to not be canceled at any time and was found to be within the user's setting for max bolus units. Interaction was seen with the controller in order to program and start the bolus. No evidence of an unncommanded bolus was seen in the log files.

Event description:
It was reported that the patient received an uncommanded bolus of 9 units at 4:50pm. The mother reported she noticed the unprogrammed bolus in the controller history after the patient received a low bg alert from her dexcom cgm (continuous glucose monitor). The mother reported the controller has a passcode on it, and the patient would not have programmed a bolus amount that high as patient boluses are rarely over 3 units. At time of unprogrammed bolus, the controller was in a bag around the patient's neck. The mother reported the last interaction they had with the controller was at 4:20pm that same day when a bolus was programmed for a snack.